Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the first firing for the lobectomy, a crack sound was heard, could not fire. Replaced by a new device,the same event occurred. No patient injury.